Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. The patient had a cgm accuracy issue the day after the sensor was inserted into the abdomen. On (B)(6) 2024, the patient¿s tandem insulin pump was reading 90 mg/dl when she woke up in the middle of the night. The patient woke up and went to the restroom however, she stated her ¿brain was not functioning¿ as she was not sure what she was doing in the bathroom. The patient was also sweating and was having a tough time communicating. The patient¿s husband called the emergency service line 911. Once emergency medical services (ems) arrived, it was reported a bg meter test was not taken, ems only looked at the cgm which was still reading 90 mg/dl. Ems provided the patient with oral glucose gel, and the patient¿s husband gave the patient apple juice. While the patient was being treated, the patient¿s husband took a bg meter reading, and it was 45 mg/dl. Ems stayed with the patient for about an hour. The patient¿s bg meter reading was 86 mg/dl at the time they left the patient. The patient recovered at home. The patient was fine at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.